Event description:
Per additional for information received, the patient has experienced pelvic pain, fever and depression.

Manufacturer narrative:
1858, 2361 = "nl".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. 2119 = "l" 2993, 2348, 2684 = "nl" per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, dysuria, urinary retention status post tvt insertion, lysis and dissection of tvt, calcification in urethra, frequent urinary tract infections, gross hematuria, urinary urgency, urinary urge incontinence, small volume voids, nocturia, atrophic vaginal mucosa, slight discomfort to the anterior vaginal wall over the urethra, cramping pain, variable stream, incomplete emptying, post-void dribble, stress urinary incontinence requiring three to four pads per day, detrusor overactivity, mixed urinary incontinence, urethral stone, likely mesh erosion, bilateral retrograde pyelogram, and transurethral ablation of mesh sling, nonsurgical, surgical interventions, incontinence, vaginal bleeding, and constant pain during intercourse. Reason for report: revocation of asr report ID number: (B)(4). Corresponding exemption number: e2013025.